Event description:
It was reported that the pump indicated a correct transfusion delivery; however, the blood was not being delivered and the pump did not alarm. There was no resultant pt complication.